Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side deflation". Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a cracked valve seat diaphragm valve. Additional observations: ¿ crease flat observed on the device. ¿ white particles observed inside the device. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported a "right side deflation". The device has been explanted and replaced.

Manufacturer narrative:
Trend analysis: "review of all complaints of (B)(4). Fluid leak, for the period of jan 2021 through dec 2022, related with date opened. And found no adverse trend in the event rate with respect to the reported event. Considering that, there is not an adverse trend for this type of event, no additional actions are deemed required at this time". A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a "right side deflation". Device has been explanted.